Event description:
A few hrs after the pt received 3 cypher stents to the left anterior descending artery and 1 cypher stent to the left circumflex artery, the pt complained of chest pain. Coronary angiography was conducted, and thrombus was observed in all 4 implanted cyphers. To treat the thrombus, aspiration and balloon angiography were conducted with a 3.0 x 15mm balloon at 8atm for the distal lad and 12 atm for the proximal lad. Balloon angioplasty was also conducted at the circumflex artery up to 11 atms.